Event description:
Knee effusion [joint effusion]. Knee pain [arthralgia]. Limping [gait disturbance]. Case description: a spontaneous report was received on (B)(6) 2010 from a company representative and a healthcare provider (hcp) regarding a (B)(6) male patient with a history of left gonarthrosis, initials (B)(6), who experienced knee effusion and knee pain resulting in limping after treatment with synvisc one. The patient had no history of prior treatment with synvisc. Past medical history included a knee puncture on (B)(6) 2009. A 15ml of synovial fluid were aspirated and laboratory results were as follows: negative for crystals and germs, protein 36g, red blood cell count (rbcs) 170/mm3, white blood cell count (wbcs) 150/mm3, and lymphocytes 90%. On (B)(6) 2010, 2 ml of synovial fluid were withdrawn prior to an injection of synvisc one with a 21 gauge needle through external route in suprapatellar pouch. It was reported that patient experienced pain and effusion a few days following the injection. On (B)(6) 2010, 30 ml of synovial fluid were withdrawn. Synovial fluid analysis as follows" negative for crystals and germs, wbc count: 80/mm3, neutrophils: 54%, lymphocytes: 46%. The patient was treated with an intra-articular injection of hexatrione (1 vial). The events were reported as moderate in intensity and probably related to synvisc one. At the time of this report, the patient had not yet recovered. For additional cases from this reporter see (B)(4). Manufacturer's comment: the benefit-risk relationship of the synvisc-one is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint.